Event description:
A male patient had successful evar on (B)(6) 2010. Upon follow-up 2 years later, the patient has emboli and thrombus in the left limb of the zenith graft limbs despite being on anti coagulants. The physician has questioned if the thrombus is graft related.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.